Manufacturer narrative:
The local area sales representative was contacted for additional information. The available information suggests this lead remains in service. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that the patient implanted with this right ventricular pacing lead presented with shortness of breath, fatigue, and weakness. Pacing impedance measurements greater than 2,500 ohms were observed and r-wave measurements were unable to be obtained. It was also reported that loss of capture was observed in unipolar and bipolar. A lead revision procedure was planned for a future date. No adverse patient effects were reported.

Event description:
Additional information was recently received from a physician's office that this lead was no longer in service. The office was contacted, and it was determined a procedure took place 3 days after this initial lead allegation to address the issue. During the procedure, this right ventricular lead was surgically abandoned and replaced due to the ongoing lead issue. The physician elected to replace the device as it was near elective replacement indicator (eri), and a new competitor pacing system was implanted on the other side of the body. No adverse patient effects other than the additional procedure were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.